Event description:
It was reported the device was used during a laparoscopic appendectomy. It was reported the stapler would not fire on the 2nd firing. The first firing was fine. Another stapler was opened to complete the case. There was no consequence to the pt.